Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent revision procedure wherein the leads was repositioned and still implanted in patients body. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7091103.